Event description:
Customer reported an unresponsive keypad on her insulin pump. Customer's blood glucose was 65 mg/dl. The customer also stated there was a chip in the screen but was unsure how the damage had occurred. Troubleshooting found customer exposed her insulin pump to moisture which led to a constant tone on her insulin pump. Customer is advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Insulin pump received with no esc and act button response due to corroded keypad traces. No unexpected audio or beep anomaly noted during testing. Unable to perform rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test due to no esc and act button response. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, cracked pump belt clip slot and cracked lcd window on top left side corner. Moisture damage was found on electronic and motor assembly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.